Event description:
Indication: chronic obstructive pulmonary disease, unspecified; dose, frequency and route of administration: use as directed to administer ohtuvayre. Patient's wife reported that the nebulizer has lost airflow after 3 months of use. Patient's wife reported they checked the tubing and everything looks normal and they will need a replacement. Unknown if patient missed a dose; no adverse event reported; unknown if device is available for return; unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver.